Manufacturer narrative:
E1. Initial reporter facility name-(B)(6) hospital.

Event description:
It was reported that device entrapment occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon and a 300 cm, 18g victory 14 guidewire were selected for use. During the procedure, after an unsuccessful attempt to access the target lesion from the popliteal artery, the victory guidewire was taken out of the balloon to insert another wire. However, the tip of the wire became detached and got stuck in the hub. To dislodge the stuck tip, a saline solution was injected into the balloon and the back end of the victory guidewire was used to push out the detached tip in the balloon hub outside of the patient. Hence, the tip of the balloon was noticed to be kinked during removal. The procedure was completed with a different victory guidewire and a different coyote balloon. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed buckling to the shaft inside the hub. Device to device interaction test was performed and a test guidewire could not pass through. The hub was x-ray and no guidewire was found inside the damaged section. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that would have contributed to the reported event. E1. Initial reporter facility name-(B)(6) hospital.

Event description:
It was reported that device entrapment occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon and a 300 cm, 18g victory 14 guidewire were selected for use. During the procedure, after an unsuccessful attempt to access the target lesion from the popliteal artery, the victory guidewire was taken out of the balloon to insert another wire. However, the tip of the wire became detached and got stuck in the hub. To dislodge the stuck tip, a saline solution was injected into the balloon and the back end of the victory guidewire was used to push out the detached tip in the balloon hub outside of the patient. Hence, the tip of the balloon was noticed to be kinked during removal. The procedure was completed with a different victory guidewire and a different coyote balloon. There were no patient complications reported.